Manufacturer narrative:
(B)(4). Upon receipt, the device does not have power due to overheat. Review of the device history record identified no anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon receipt, the device does not have power due to overheat and error 85. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.